Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance and could not initially be recovered. During inspection, the field service engineer (fse) observed that main drawer 1, enhanced full height, had all pockets in a failed state and was not detected on the bus. Physical damage was found on the retractor band assembly and slide rails, which caused the drawer to extend beyond its normal range and resulted in damage to the retractor band assembly. The retractor band assembly and slide rails were replaced. Cables were inspected, debris was removed, and slide bumpers were replaced. The enhanced full height drawer and slide rail were successfully replaced. All device functions were tested and were confirmed to be operating normally within the application. A hardware test application test was completed successfully. All lights and cables were checked, and additional debris was cleaned. The customer verified that the drawer was functioning normally, opened and closed successfully, and that all system functions were operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device required maintenance and was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.